Manufacturer narrative:
(B)(4). The device was manufactured october 7, 2013 ¿ october 8, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a small volume folfusor ruptured. This occurred during filling with 50mg fluorouracil in sodium chloride (non-baxter product). The total fill volume was 92ml. There was no patient involvement. No additional information is available.